Event description:
It was reported that the right ventricular lead was intermittently oversensing atrial tachycardia/atrial fibrillation. It appears to be intermittent cross chamber sensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was right ventricular (rv) lead cross chamber oversensing.